Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a skin tear under left arm the size of a dime. There was no alleged device malfunction contributing to the wound. The patient¿s nurse placed a bandage over the skin tear. Outcome of the wound is unknown as follow up attempts were unsuccessful.